Event description:
During a breast biopsy it was difficult to remove the tissue marker after the clip was deployed in the site. The collagen was left in the site, but the tip of the applier was bent at a right angle. Postop, images confirmed placement of the marker that was in a cylinder form with the marker in the ctr. One device was returned for analysis.